Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. The result of the investigation is inconclusive for the reported balloon rupture issue. The root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. Do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Use a 20 ml or larger syringe for inflation. Do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Insertion and inflation: note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in d2 and g4. H10: d4 (expiry date: 07/2024). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The returned sample analysis revealed a pinhole rupture located 18mm from the proximal marker band. The result of the investigation is confirmed for the reported balloon rupture issue. The root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: ¿ to reduce the potential for vessel damage the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. ¿ do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. ¿ use a 20 ml or larger syringe for inflation. ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gently twisting motion combined with traction. Insertion and inflation note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. ¿ make sure that the protective sheath has been removed from the dilation catheter balloon. ¿ enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. ¿ advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. H10: d4 (expiry date: 07/2024),